Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the clinical observation was confirmed, a warning message regarding the battery status was displayed. The battery status was ok with a remaining battery capacity greater than 95 percent. Therefore, the pacemakers memory content was analyzed. An unexpected battery behavior was documented since march 2021 which triggered the eri battery status. The current consumption was normal. The eri battery status was reset in the clinic. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Next, using a technical programming tool, a battery measurement was triggered which revealed that the measurement itself could not be performed properly. The battery was not depleted. The pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit which resulted partially in erroneous execution of battery measurements leading consequently to the clinical observation. In summary, a damaged integrated circuit was identified during analysis leading to the clinical observation. However, the manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
After an implantation period of approx. 9 months, it was reported that the device shows the eri status. The pacemaker was explanted.